Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage to the 1st and 2nd proximal rows. The struts were raised and stretched from the balloon in a distal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several shaft polymer extrusion damage points along the device. The extrusion was kinks and showed signs of stretch marks. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25apr2016. It was reported that crossing difficulties were encountered and shaft damage occurred. Vascular access was obtained via the femoral artery. The 36mm in length, 3mm in diameter, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained <=45 degrees bend. After pre-dilation was performed using a 2.5x12 emerge¿ balloon catheter, a 38x3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts to cross the lesion, it was noted that the stent delivery system was deformed. The device was removed from the patient and the physician performed dilatations in several segments of the lesion with the same balloon catheter. Then a 3x38 promus premier¿ drug-eluting stent was implanted in the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.